Manufacturer narrative:
The catheters were returned, and analysis found the catheter was incomplete and returned in segments. The catheter/sc connector had a tear in the seal near the guide ring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Pro duct ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (unknown c concentration) dose 4.5 via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient had loss of therapy and would be going in for replacement. Surgical intervention occurred. The catheter was explanted (B)(6) 2018 and will be returned to the manufacturer. No environmental/external/patient factors may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history was asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient had sudden loss of therapy, so the physician suggested a full catheter revision. There wasn't a side port access or study done. The catheter was fully removed and replaced with a new ascenda catheter.

Manufacturer narrative:
The previous report indicated the information was received from a manufacturer representative. The information was received from a healthcare provider via a manufacturer representative. If information is provided in the future, a supplemental report will be issued.